Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-51- user mechanical stress (possibly dropped, broken, mishandled). Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for "-" display accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of having a headache. Medical attention is not reported as a result of the actual display or reported symptoms. The product storage location is undisclosed. During the call a test was performed by the customer and produced test results of "-" using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.